Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around end of (B)(6) 2023.